Manufacturer narrative:
Additional information. D9 - date returned to mfg: 2 oct 2025. Investigation summary: received fourteen (14) used. List #055-d1000, tego¿ connector; lot #14145000. All 14 samples were observed to have a torn seal. The reported complaint of a leak could be confirmed. The returned samples were observed to have a torn seal that would lead to a leak. The probable cause of the torn seal and subsequent leak is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received. A lot history review will be conducted.

Event description:
The customer reported that 19 tego connectors presented leakage between the period of (B)(6) 2025, specific dates were not provided, therefore, date of event in this report is 1st of the month that customer reported the incident. It was unknown if there was any patient involvement, but harm was not reported as a consequence of these events.